Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient receiving morphine 20 mg/ml for a total dose of 9.5 mg/day via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported a motor stall had occurred and stopped pump period may exceed tube set was noted. Pump status and/or event log reported that a motor stall had occurred and stopped pump period may exceed tube set was also noted. Motor stall was seen at initial interrogation and patient had not recently had a magnetic resonance imaging (MRI). It was reviewed to consider pump replacement. Caller was to follow up with healthcare provider (hcp) and stated that elective replacement indicator (eri) was less than one month away and that patient was scheduled for a pump replacement next week. No patient symptoms were reported. Additional information received reported that the cause of the motor stall had not yet been determined or resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.